Manufacturer narrative:
Submit date: 07/01/2016. A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. A decontaminated sample without original package or lot number was received and the reported issue was confirmed; the lite glove is ripped. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 02/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports lite glove was torn within the pack prior to setup and prior to patient being in the room.